Event description:
Customer's mother reported her daughter had received several no delivery alarms. She stated that her daughter had to change her site six times over the weekend and the no delivery alarms persisted. Troubleshooting did not occur as the daughter was at work. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.